Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), uterine infection ("uterine infection"), coccydynia ("pain while sitting/ had to sit carefully"), amenorrhoea ("pause of menstrual period"), alopecia ("hair loss") and loss of libido ("loss of libido"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, alopecia, amenorrhoea, coccydynia, loss of libido and uterine infection to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), uterine infection ("uterine infection"), coccydynia ("pain while sitting/ had to sit carefully"), amenorrhoea ("pause of menstrual period"), alopecia ("hair loss") and loss of libido ("loss of libido"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, alopecia, amenorrhoea, coccydynia, loss of libido and uterine infection to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included norprolac (quinagolide hydrochloride) and cabergoline. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), uterine infection ("uterine infection"), coccydynia ("pain while sitting/ had to sit carefully"), amenorrhoea ("pause of menstrual period"), alopecia ("hair loss"), loss of libido ("loss of libido"), abdominal pain lower ("stabbing pain in lower abdomen"), uterine inflammation ("uteritis"), premature menopause ("early menopause"), lactation disorder ("lactation"), disturbance in attention ("concentration") and fungal infection ("fungal infection"). The patient was treated with surgery (essure removed). At the time of the report, the alopecia and premature menopause had not resolved. The outcomes for abdominal pain, uterine infection, coccydynia, amenorrhoea, loss of libido, abdominal pain lower, uterine inflammation, lactation disorder, disturbance in attention and fungal infection were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, coccydynia, disturbance in attention, fungal infection, lactation disorder, loss of libido, premature menopause, uterine infection and uterine inflammation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-may-2022: events abdominal pain lower, early menopause, concentration disorder, fungal infection , uterine inflammation & lactation disorder were added. Removal details updated. Reporter & patient details updated. Concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.